Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. A14897) for female sterilization. The patient had a medical history of endosalpingiosis, menorrhagia and pelvic pain on (B)(6) 2023. Previously administered products included: oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3984 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: 4 trailing coils noted on right and 5 trailing coils noted on left. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimen: uterus, cervix, bilateral fallopian tubes, final diagnosis: 1. Uterus and fallopian tubes, hysterectomy and bilateral salpingectomy (84 grams): a, non-dysplastic ecto endocervix, b. Secretory endometrium; negative for atypical hyperplasia and malignancy. C. Bilateral fimbriated fallopian tubes with endo salpinglosis, gross description: fallopian tubes measuring 4 5 x 0.4 cm and 6,0 x 0.6 cm. Both fallopian tubes display smooth tan-red serosal surfaces, pinpoint lumens and a wall thickness averaging 0 2 cm. There are two eschar coils protruding from the bilateral corn of the uterus at the entrance of the fallopian tube insertion. The coils average 2.0 x 0.1 cm. Remnants of the coils are still within the detached bilateral fallopian tubes as well. [Ultrasound scan] on (B)(6) 2023: uterus normal in size. Lot number: a14897, manufacture date: 2013-05, expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. A14897) for female sterilisation. The patient had a medical history of endosalpingiosis, menorrhagia and pelvic pain on (B)(6) 2023. Previously administered products included: oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3984 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: 4 trailing coils noted on right and 5 trailing coils noted on left. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimen: uterus, cervix, bilateral fallopian tubes, final diagnosis 1. Uterus and fallopian tubes, hysterectomy and bilateral salpingectomy (84 grams): a, non-dysplastic ecto endocervix, b. Secretory endometrium; negative for atypical hyperplasia and malignancy. C. Bilateral fimbriated fallopian tubes with endo salpinglosis, gross description: fallopian tubes measuring 4 5 x 0.4 cm and 6,0 x 0.6 cm. Both fallopian tubes display smooth tan-red serosal surfaces, pinpoint lumens and a wall thickness averaging 0 2 cm. There are two eschar coils protruding from the bilateral corn of the uterus at the entrance of the fallopian tube insertion. The coils average 2.0 x 0.1 cm. Remnants of the coils are still within the detached bilateral fallopian tubes as well. [Ultrasound scan] on (B)(6) 2023: uterus normal in size. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.